Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula broke. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis investigation on november 3, 2004 confirmed scissor shaft separation. This failure mode is MDR reportable.

Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft, of scissor shaft assembly, was separated. The scissors could not open and close to cut due to broken outer extrusion shaft. The complaint is confirmed for scissors broke. A corrective action has been initiated to address this failure mode.